Manufacturer narrative:
(B)(4). There was no reported product deficiency. Additionally, hypotension is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that an xact stent was successfully implanted in the left internal carotid artery. During post dilatation, using a viatrac balloon,the patient experienced hypotension that continued post procedure and was treated with neosynephrine. Neosynephrine was infused for one day and no oral medication was given for hypotension. The patients condition improved although blood pressure was still low (92/47) at the time of discharge on (B)(6) 2011. There was no additional information provided.